Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve (ID: 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected: a tear/cut in the silicon housing along the siphon guard was noted, the siphon guard was returned separated from the valve. The siphon guard was visually inspected, marks were noted in the siphon guard. Root cause - the root cause for the issue reported by the customer, is probably due to user¿s error as noted in the IFU silicone has a low cut/tear resistance. The root cause for the for the cut/tear in the silicone could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804pl) was implanted on (B)(6) 2022. In (B)(6) 2023, the patient had experienced headache similar to the ones experienced when there is a shunt malfunction. A revision surgery was performed to replace the proximal catheter however, it was discovered that the valve was cracked in half. The valve was removed and replaced on (B)(6) 2023. The patient is currently stable.